Event description:
On (B)(6) 2002 the patient underwent placement of a greenfield vena cava filter. On (B)(6) 2019 a computed tomography (CT) scan of the abdomen/pelvis-infrarenal revealed that the greenfield ivc filter was noted to be in a satisfactory position with the base of the device at l2-l3 disc level and the apex within the central lumen of the ivc at a level of confluence of right and left renal veins. All 6 strut bases project slightly beyond the margins of the ivc.

Event description:
On (B)(6) 2002 the patient underwent placement of a greenfield vena cava filter. On (B)(6)2019 a computed tomography (CT) scan of the abdomen/pelvis-infrarenal revealed that the greenfield ivc filter was noted to be in a satisfactory position with the base of the device at l2-l3 disc level and the apex within the central lumen of the ivc at a level of confluence of right and left renal veins. All 6 strut bases project slightly beyond the margins of the ivc.